Manufacturer narrative:
No conclusion code available. Final analysis found the inability to interrogate was confirmed in the laboratory and was due to low battery voltage. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
(B)(4)

Event description:
It was reported device could not be interrogated when the asymptomatic patient presented to clinic for follow-up. Device at eos was determined. It was noted that there was diagnostic issue in displaying the longevity of 2.1 years during last year device interrogation. Battery depletion was normal. Device was explanted and replaced uneventfully. Patient tolerated the procedure well.